Event description:
The reporter alleged the defibrillation cable end has worn out after only a month. This allegedly resulted in the cable separating from an electrode during patient use. The reporter stated that the use did not involve a critical patient care situation. The cable was reattached to the corresponding electrode and use continued.